Manufacturer narrative:
The device was received for evaluation. During functional testing, the force sensor and tubing guide were found to be out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The force sensor and tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the pressure test and displayed values exceeding the prescribed limit. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.